Event description:
It was reported via repair work order that the auxiliary power cord was missing ground pin and primary power cord ground pin was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.